Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log were performed. The broken door was identified through visual inspection. The cause of the condition could not be determined. To correct the condition, the pump head door was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a broken door. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.